Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that approximately 6 inches of monofilament was exposed at the guide, the needle tip was still attached to the rail end, the pre-formed knot was unraveled, and the posterior cuff was still loaded on the foot. Both cuffs were still attached to the link and the anterior cuff tabs were damaged. There was no needle strike mark on the posterior foot. The analysis of the device body, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were found normal. The anterior cuff detached from the needle tip which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. During the investigation, the plunger was deployed and the needle trajectory and push mandrel travel were acceptable. Based on the investigation findings, the posterior cuff was missed and confirmed the reported no suture present during plunger retrieval experience. There was no indication of a product quality deficiency that would have contributed to the reported no suture present during plunger retrieval /needle to cuff miss. Because lab testing of the device resulted in acceptable needle trajectory, the most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. To help ensure that all products perform according to specifications the needle trajectory of every device is checked twice during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished device history record did not reveal any non-conforming material records that would have contributed to the failure mode for this event. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure using a proglide device. Reportedly, during plunger retrieval no sutures were present and manual arterial compression was used to achieve hemostasis. There were no adverse patient effects reported. The physician is trained and proficient in the use of the proglide device. Though requested, no additional information was provided; the information obtained from the site was noted on a piece of paper and the facility reporter did not have any other information to provide.